Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized with leg pain due to non-occlusive deep vein thrombosis. The physician does not believe this was related to the device and it was likely due to the procedure. The patient was given blood thinners and is recovering.